Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing completed on 26september2023. Olympus sent the subject device to a third party for culture testing where: -sampling from: operator channel cfu: 5 cfu bacterial identification: bacillaceae and filamentous mushrooms -sampling from: operator suction channel cfu: <1 cfu bacterial identification: n/a -sampling from: air/water channel cfu: 12 cfu bacterial identification: filamentous mushrooms -sampling from: canal waterjet cfu: 44 cfu bacterial identification: filamentous mushrooms it was determined that this microbial detection was not within the range of conformity (5 - 25 cfu¿s). The subject device was visibly inspected and there were scratches on the biopsy channel, insertion section mount, cylinders, and connector plug. The device will be repaired and a follow up culture test will be conducted. The device evaluation and investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end cap cover --- insulation < threshold - light guide rod lens (1x) --- cracked - distal end --- scratched - bending section rubber glue --- white clouded - channel mount --- scratched - mouthpiece --- scratched - air/water cylinder --- scratched - suction cylinder --- scratched - scope connector cover --- scratched - angulation --- less or specified value - biopsy channel --- deformed - biopsy channel --- scratched however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the biopsy channel and air/water cylinder were scratched therefore, it is likely that the device was unable to be reprocessed sufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for >100 colony forming units (cfus) of champignons filamenteux. It was determined that this microbial detection was not within the range of conformity (5 - 25 cfu¿s). A follow up test will be conducted. Upon a passing culture result, the device will undo standard inspection and evaluation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not specify if the facility delays the start of precleaning on the equipment after use. The customer did not provide the specific steps taken during the pre-cleaning and manual cleaning process. For automated endoscope reprocessor (aer) treatment, an adaptascope machine is used with wassenburg detergent and wassenburg (disinfectant). The scope is wiped with a clean towel/paper and blown dry by filtered compressed air. The scope is stored in a simple storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled and filtered. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 7 colony forming units (cfus) of unspecified enterococcus. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.